Manufacturer narrative:
The customer did not supply any patient demographics such as age, date of birth, sex or weight. There is no evidence that the access accutni+3 reagent was returned for evaluation. A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site. (B)(4). In conclusion, the cause of the event cannot be determined with the available information.

Event description:
The customer reported obtaining repeatable elevated troponin I (access accutni+3) results for one patient involving the laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)) that were discordant to two other devices. The initial access accutni+3 result recovered above the assay's normal reference range. The customer reanalyzed the patient's sample three additional times on the same laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and obtained elevated results again. The sample was analyzed on two alternate devices, the istat manufactured by abbott and the architect manufactured by abbott also, which produced discordant low (normal) results. There was no report of patient injury or change in patient treatment associated with this event. Calibrations, quality controls (qc) and system checks were performing within assay and instrument specifications. No hardware errors, flags or other assay issues were reported in conjunction with this event. The patient's sample was collected in a serum tube and was centrifuged at 3,000g (g-force) for ten minutes between 15 and 25 degrees celsius. No issues with sample integrity were reported by the customer.